Manufacturer narrative:
The pump was received with a blank display due to corrosion on the lcd board. Unable to perform the displacement test or verify the unresponsive buttons/keypad due to the blank display. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported that the buttons on the insulin pump were not responding and the time on screen does not advance. It was stated that changing the battery did not resolve the issue. Blood glucose value was 8.3 mmol/l. The insulin pump would be replaced and returned for analysis.